Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced vaginal and urinary pain, erosion, infection and bleeding. It was reported that patient underwent mesh revision/removal between 2004 and 2012.(B)(4).

Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2004 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent extensive robotic assisted laparoscopic pelvic adhesiolysis, robotic assisted laparoscopic sacrocolpopexy, and coloplast restorelle polypropylene y-mesh was used on (B)(6) 2015. (B)(4).